Manufacturer narrative:
(B) (4).

Event description:
Baxter (B) (4) reported that the occluder foot was broken on a transfer set after 10 days of use. There was no patient injury or medical intervention reported.